Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to turn on. A field service engineer checked the power cable for damages, opened the e-compartment, disconnected the battery, and inspected the power module. The fse unlocked the e-compartment, disconnected all wiring from the power module, removed the power module, and replaced it. The station was powered up to confirmed it was turned on, and the power module was secured in place to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es was unable to turn on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.